Event description:
Family member of the home patient (hp) reported that the hp was overfilled while using the homechoice cycler for apd therapy. The hp's family member relates that the hp has recently been having outflow failure of their catheter and has been working with the dialysis facility to resolve. The family member relates that the hp had a manual exchange of 1500mls during the day and that the dialysis center had been working on the hp's catheter that day, therefore, they were uncertain how much of the 1500mls remained in the hp's peritoneum when they started the hp's apd therapy that night. The hp's family member bypassed the hp after 130mls of fluid had been drained from the initial drain and advanced the cycler into fill 1. Therapy cotninued with "low drain volume" alarms occurring repeatedly until cycle 4, at which time the hp had an accmulated negative ultrafiltrate volume of - 808mls. During drain 4 the hp drained out 4102mls, which is greater than the programmed fill volume of 200mls. After the completion of therapy the hp's family member manually drained an additional 300mls. There was no patient injury or medical intervention as a result of this incident.